Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year old male patient presenting for high risk percutaneous coronary intervention using the impella cp optical device for hemodynamic support. Resistance was reported during pump advancement and patient reporting feeling pain. During the procedure, the patient's hemoglobin dropped and hemodynamics became unstable. The patient expired due to hemorrhagic cardiogenic shock, thereafter. The physician was unsure whether the rotablation procedure or impella had caused the event.